Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 10, 2015 that a speedband superview super 7 device was used during a multiple band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first ligation band failed to deploy and the second band was difficult to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. The ligator head and bands were not returned for analysis. A visual examination of the device found the suture to be intact and attached to the trip wire loop. The trip wire was noticed to be secured in the handle assembly slot and loosely wrapped around spool three (3) times. It was noted that the velcro strap was separated adjacent to the ultrasonic weld which secures the metal loop which was detached. It was observed that an attempt was made to reattach the strap by using a metal staple. A functional evaluation of the handle was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. It is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands, however, it cannot be confirmed that the trip wire was not secured properly during use. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used during a multiple band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first ligation band failed to deploy and the second band was difficult to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on december 10, 2015. It was also reported that the speedband superview super 7 device was used in the esophagus.

Event description:
It was reported to boston scientific corporation on november 10, 2015 that a speedband superview super 7 device was used during a multiple band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first ligation band failed to deploy and the second band was difficult to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on december 10, 2015. It was also reported that the speedband superview super 7 device was used in the esophagus.